Event description:
During a laparoscopic nissen fundoplication, the cartridge loaded okay for the suture assistant but during the operation half of the metal jaw fell off and into the pt. Found ok. Has happened before with another cartridge, two failed and 2 used successfully. No reported pt consequence and 2 devices are being returned.